Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the drain removed prematurely due to the reported issue? No, it wasn't. Or was the drain removed after completion of the indicated usage for this procedure? Yes, it was. Was there any surgical / medical intervention required? No, there wasn't. Confirm there were no issues with the reservoir. There were no issues with the reservoir.

Event description:
It was reported that the patient underwent a spine procedure on unknown date and the drain was implanted. Then, the drain was inflated though the amount of exudate accumulated in the reservoir was small. Since there was a possibility that the drain had a problem, it was checked with water after was removed from the patient. As a result, it seemed there was a damage on the drain. The doctor opined that there is a possibility that the drain was pierced with a needle during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria received drain attached to adapter. Upon visual check, the drain is intact, no cuts or holes observed. During functional inspection, the drain functioned properly.